Event description:
Abbott diabetes care received a medwatch report which reported the following information: a pharmacist reported on behalf of a customer, who reported on 22jul2022, that the customer had two adc "sensors that were defective, expired and stopped working after 4 days." There was no third-party treatment reported. No further information was provided. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The consumer reported issues with 2 freestyle libre 2 sensors both with unknown serial numbers. This report covers both sensors. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.